Event description:
It was confirmed that the patient had a reaction to heparin and not the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (reaction).

Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad and another was implanted in the 1st diagonal branch. It was reported that the patient had a hypersensitivity reaction between the date of stent implantation and being discharged one day later, however, it has not been confirmed if the reaction was related to the study device.